Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable see section d for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Litigation alleges the patient suffers from pain.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 05, 2017: medical records received. In addition to what was previously alleged, pfs alleges that hip would dislocate several times. It was also reported in the pfs that the cup feels like it's going to slip out of place and implant makes a lot of noise. After review of the medical records, there is no new information. Product codes and lot numbers were updated. This complaint was updated on jul 14, 2017.

Manufacturer narrative:
(B)(4).